Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventrio mesh as reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
As reported on 03/14/2018 the patient's attorney has alleged: on (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum based on additional information provided by patients attorney and general patient outcome allegations: on (B)(6) 2014: patient underwent repair of an incisional hernia. A bard/davol ventrio mesh, reference number (B)(4), lot number huxh1312 was implanted in the patient during this repair. On (B)(6) 2014: patient underwent exploration of the abdominal wall and resection of the failed bard ventrio. Upon visualizing the ventrio, the doctor noted "unincorporated mesh and what appeared to be purulent material was identified. This mesh was excised without difficulty and appeared to be unincorporated in the parts that were exposed. The dissection was carried laterally and superiorly as far as possible until areas where the mesh appeared incorporated and the dissection appeared that it potentially could be hostile with injury to either abdominal wall or viscera. In the future more of the remaining mesh may need to be removed." The patient continues to experience complications related to the bard ventrio mesh and will likely required additional surgeries to repair the damage from the bard ventrio mesh. The bard ventrio mesh is defective. The patient has suffered physical injury, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. The supplemental MDR is being submitted to provide additional patient information provided within the provided medical records. No new event information was provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2018 the patient's attorney has alleged: (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventrio mesh as reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum based on additional information provided by patients attorney and general patient outcomest outcome allegations: (B)(6) 2014: patient underwent repair of an incisional hernia. A bard/davol ventrio mesh, reference number 0010215, lot number huxh1312 was implanted in the patient during this repair. (B)(6) 2014: patient underwent exploration of the abdominal wall and resection of the failed bard ventrio. Upon visualizing the ventrio, the doctor noted "unincorporated mesh and what appeared to be purulent material was identified. This mesh was excised without difficulty and appeared to be unincorporated in the parts that were exposed. The dissection was carried laterally and superiorly as far as possible until areas where the mesh appeared incorporated and the dissection appeared that it potentially could be hostile with injury to either abdominal wall or viscera...in the future more of the remaining mesh may need to be removed." The patient continues to experience complications related to the bard ventrio mesh and will likely required additional surgeries to repair the damage from the bard ventrio mesh. The bard ventrio mesh is defective. The patient has suffered physical injury, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the event as alleged by the patient¿s attorney. The additional information provided was limited and alleges that the patient underwent exploration of the abdominal wall and resection of the failed bard ventrio, as noted by the doctor "unincorporated mesh and what appeared to be purulent material was identified. This mesh was excised without difficulty and appeared to be unincorporated in the parts that were exposed." The sample was not returned for evaluation and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.